Event description:
It was reported that this right atrial (ra) lead exhibited increased in impedance out of range at 3000 ohms due to lead fractured. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited increased in impedance out of range at 3000 ohms due to lead fracture. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the lead had been damaged due to electrocautery use at the time the lead was explanted. The outer and inner insulation was melted in several locations and in the area approximately 128 millimeters (mm) from the terminal pin, the conductor coils were melted as well. Resistance testing confirmed the lead was not electrically continuous due to the electrocautery damage. No lead issues could be identified that would have caused or contributed to the reported clinical observations. This supplemental report is being filed to correct the h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited increased in impedance out of range at 3000 ohms due to lead fracture. This ra lead was explanted and replaced. No additional adverse patient effects were reported.